Event description:
The user facility reported that towards the completion of a therapeutic endoscopic retrograde cholangio pancreatography (ercp) procedure, the balloon would not completely deflate following the last sweep of the duct. The balloon was partially deflated and retracted into the endoscope. The balloon and endoscope were removed from the pt. The procedure was successfully completed, and there was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval could not duplicate the user's report, as the balloon was received broken with the majority of the cuff missing. The device was returned contaminated and there was a large amount of contrast media observed exterior and interior in the device, which made visual inspection difficult. The inspection noted that one end of the balloon cuff may have shifted from the typical position. The cause of the user's experience could not conclusively be determined. The balloon has been forwarded to the original equipment MFR (OEM) for further investigation. If additional info becomes available, this report will be updated. This report is being submitted as an MDR in an abundance of caution.